Manufacturer narrative:
Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
It was reported that the unit stopped working due to power port damage resulting in the batteries not charging in the car. It was stated that the patient called an ambulance because they were not receiving oxygen. The inogen team attempted to contact patient for further information three times with no response. Intervention is unknown. Inogen has processed a replacement for the unit. Inogen did not receive conformation on its arrival.